Manufacturer narrative:
Correction: report number. Follow up 001 report for patient identifier pr27227 was submitted incorrectly under MFR. Report # 2031527-2018-00691; the year 2018 is incorrect. In response, a follow up 002 report has been submitted for this patient (here) with the correct MFR. Report # 2031527-2017-00691 for year 2017.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported aneurysm enlargement, type ia endoleak and surgical conversion are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is anatomy-related due to the patient's off-label aortic neck. It was also noted that the type ia endoleak was present at initial implant, upon which a non-endologix device was placed for treatment. Procedure-related harms at initial implant included non-st-elevation myocardial infarction, acute respiratory failure, congestive heart failure, bilateral common femoral artery endartarectomies and patch repair. The initial implant recovery was further complicated by pleural effusion. Procedure-related harms during surgical conversion repair included a hepatic hematoma and need for an embolization; it was also noted that patient was on anticoagulation. The explant recovery was further complicated by respiratory failure and acute tubular necrosis (renal insufficiency). The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Note: this report is being submitted per FDA request due to invalid cfn number previously indicated as 2031527-2018-00691.

Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up showed the patient had a type 1 endoleak and aneurysm sac growth. The physician elected to explant the devices and complete a conversion open repair. The current patient status is unknown and not initially reported. There were no additional adverse events reported for this patient.